Event description:
(B)(4). On behalf of a physician in the cardiac cath lab department, a person on hospital staff stated that glove leaked without any apparent evidence of any holes. The physician noticed the presence of blood inside the glove fingertips.

Manufacturer narrative:
.